Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the heater line had become disconnected from the heater bag, which is a known cause of a leak situation. The cause of the disconnection could not be determined from the available information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution was leaking from a cassette during dwell four of five of peritoneal dialysis therapy. The patient was connected at the time of the event. The heater line had disconnected from the heater bag and there was air in the lines. The technical service representative assisted the caregiver with ending therapy. The patient did a manual drain to end therapy. There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.